Manufacturer narrative:
Height: 65 inches. Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he developed a red bumpy rash under part of the tape collar, which then spread beyond the collar. His physician prescribed nystop powder.